Manufacturer narrative:
During an internal review process, heartflow identified a different result than that which was originally provided and informed the ordering physician on 27-aug-2018. The investigation for heartflow ID case# (B)(4) identified a potential false negative result in the left anterior descending artery (lad). This was due to analyst error; when corrected, the reassessment of the analysis showed a decrease in the ffrct value from 0.85 to 0.72 at the mlad. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. No additional follow-up is expected.

Event description:
Heartflow identified a potential false negative result.